Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was "all over the place". Additionally, it was reported that multiple unspecified alarms occurred that stopped insulin delivery. Review of t:connect pump data showed that an occlusion alarm occurred and on (B)(6) 2018 the customer suspended insulin delivery on (B)(6) 2018 during a routine healthcare provider visit.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.